Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the second of two reports from this facility. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that two knives had either a burr or a non-sharp area on the blade during cataract surgery. There was no patient involvement, thus no patient impact. Additional information has been requested.